Event description:
There was a complaint of questionable elecsys troponin t hs results for 1 patient tested with a cobas e801 serial number (B)(4). The questionable results were reported outside the laboratory. The results did not match with clinical expectations. The patient¿s result on (B)(6) 2020 was 331 ng/l. The patient¿s result on (B)(6) 2021 was 768 ng/l. The patient¿s result on (B)(6) 2021 was 792 ng/l. The patient¿s result on (B)(6) 2021 was 527 ng/l.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The patient's complained sample was sent for investigation. The sample was tested on an e602 using retention controls and reagents. The patient's sample had a tnt hs result of 292.9 pg/ml. The patient's sample had a tnt hs stat result of 400.9 pg/ml. The patient's sample had a tni result of 4.76 ng/ml. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the patient's sample contained a high molecular weight interfering factor that may lead to falsely elevated tnt hs values. The rarely occurring event of these interfering factors is covered by a disclaimer in the section limitation ¿ interference in the method sheets of all applicable products: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by a suitable test design". The investigation did not identify a product problem.